Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of power cable disconnect and low voltage advisory alarms was confirmed via the log file review. The log file spanned approximately 1 days (06sep2022 to 07sep2022 per the timestamp). Voltages fluctuated on the black power cable throughout the log file while the device was connected to batteries and the mobile power unit (mpu). Atypical power cable disconnect alarms intermittently activated on 06sep2022 from 14:35 to 14:55 due to invalid rsoc fault on the black power not associated with a power source exchange. Atypical low voltage advisory alarms intermittently activated from 06spe2022 at 14:57 to 07sep2022 at 03:42 due to fluctuating rsoc voltage on the black power cable. The alarm resolved shortly after activation and did not affect the controller¿s ability to operate the pump at the set speed limit. No other notable alarm was observed. The hm3 system controller, serial: (B)(4), was not returned for analysis. Additional information on 09sep2022 stated that the modular cable and system controller were exchanged which will not be returned for evaluation. A root cause of the reported event was not determined through this analysis. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use, rev. C, section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook, rev. D, section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including power cable disconnect and low voltage. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had frequent low voltage advisory alarms both on battery and on wall power. Modular cable insulation has been compromised near the bend relief. A review of the log files revealed several odd low power advisories and power cable disconnect alarms when the patient was connected to both wall and battery power. These alarms only occurred on the black power lead. The controller and the modular cable were exchanged.